Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing planned treatment. The procedure was completed as planned by using fluoroscopy. The field service engineer (fse) checked the system onsite and confirmed that system failed to emit x-rays. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found found lateral image control pc (ippc) and os control disk not working. The field service engineer (fse) checked the system onsite and found replaced the ippc and recreated image disks. To resolve the issue, fse reloaded the complete system software. The defective part was returned for analysis, for ippc malfunction was observed and the failed component was found to be faulty hdd. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.